Manufacturer narrative:
Endologix continues to investigate the reported event. Endologist will submit a supplemental report in accordance with 21 cfr 803.56 when add'l info becomes available.

Manufacturer narrative:
The device remains implanted in the patient hence device evaluation could not be performed. Medical records were not provided. Computed tomography (CT) scans of the aneurysm rupture were not provided; therefore, accurate identification of the rupture could not be performed. However, pre- and post-operative CT images were provided for review which did not indicate any device issues. It appeared that the left limb of the bifurcated graft was not fully expanded and may not have created an adequate seal. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar events at this time. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Event description:
It was reported that approx 4 months post-implant of a bifurcated device and a suprarenal aortic extension the pt presented emergently with a ruptured aneurysm. Reportedly, the pt's aneurysm had initially ruptured 2 months post-implant and the pt had been treated with a femoral-femoral bypass. The pt presented two months later, to the emergency room with abdominal pain and an angiogram revealed the aneurysm had ruptured again; it seemed that during the secondary intervention the bifurcated device had been pushed towards the aneurysm sac. The pt was treated with an infrarenal aortic extension and a limb-extension, which excluded the rupture with success. The pt tolerated the procedure well.